Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported that the stent graft was being positioned and deployment was initiated below the renal arteries; however, upon deployment of the remainder of the stent graft, it was noted that the bifurcated stent graft slipped down into the aneurysm sac. The physician believes that the pt has good iliac arteries and elected to convert the pt to an open surgical repair. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
.